Manufacturer narrative:
(B)(4). Concomitant medical product: unknown biomet bearing. Unknown biomet femoral component. Unknown biomet tibial tray. Unknown biomet patella. Unknown biomet stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date, and currently has a compress spindle implanted, and is scheduled for a second stage revision of the left distal femur expandable due to infection.

Manufacturer narrative:
Medical devices: oss poly bumper lock pin catalog # 150510 lot # 058800; oss reinforced yoke catalog # 150493 lot # 029560; oss rs poly fem bushings set/2 catalog #161034 lot# 2933230; oss rs axle catalog # 161035 lot # 299920; oss poly tibial bushing catalog # 150476 lot # 919050; cps/oss 5cm tpr adapt w/oss sc catalog #178711 lot# 803270; oss tibial poly bearing 14mm catalog # 150411 lot # 336080; oss 9cm diaphyseal segment catalog # 150467 lot# 839230. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.